Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer alleged the exercise activity from the control iq software ¿gives too much insulin¿. There was no reported adverse impact to the customer¿s blood glucose levels. Although requested, customer declined to upload the pump so tandem technical support could perform a log review and declined to provide additional information regarding the event.